Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -9.00/3.0/091 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced refractive surprise. Lens remains implanted. The cause of the event was reported as unknown.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
Additional information: the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -9.00/3.0/091 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced refractive surprise. On (B)(6) 2023 the lens was exchanged with a same length different model lens; this resolved the problem. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens .dimensional inspection found the lens to be within specifications. Functional inspection found the lens to be within specifications. Claim#(B)(4). .